Manufacturer narrative:
Lot review: a review of our complaint database for 46112-53 showed this is the first and only complaint received for this list number. Device return: 10/5/2016 - received on 9/21/2016 - one used 46112-53, monitoring kit, lot# unknown. One used baxter 500ml heparin IV bag. One carefusion pumpset. Three used curos caps. Connection setup- baxter IV bag --> carefusion pumpset --> 46112-53, monitoring kit. One curos cap was added to the 46112-53, monitoring kit. Two curos caps were added to the carefusion pumpset. Blood was observed in the marvelous valve stopcock. Functional testing: unit was visually examined no defect or anomaly was observed. Unit was then functionally tested and leak tested. Unit was observed to pass leak testing at 9.0 psig. Marvelous valve was activated while under pressure and no leaking or squirting was observed. Analysis summary: : the reported complaint of squirting from the marvelous valve could not be confirmed. Unit exceeded specification. No anomalies found during testing and investigation.

Event description:
Complaint received regarding four 46112-53, monitoring kit, lot# unknown. Separate nurses drew labs from different unspecified amount of sets. After removing the syringe from the marvelous port, the nurse flushed the line causing blood and saline to squirt of the marvelous valve. There was no adverse patient consequences reported.

Manufacturer narrative:
Lot review: a review of our complaint database for 46112-53 showed this is the first and only complaint received for this list number. No returned.

Event description:
Complaint received regarding four 46112-53, monitoring kit, lot# unknown. Separate nurses drew labs from different unspecified amount of sets. After removing the syringe from the marvelous port, the nurse flushed the line causing blood and saline to squirt of the marvelous valve. There was no adverse patient consequences reported.